Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was incorrect additive. The following information was provided by the initial reporter. The customer stated: "the additive volume was different from the usual in one tube. The additive quantity is more excessive."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-27. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for incorrect (excessive) additive quantity with the incident lot was observed. The sample has more liquid in the top layer than compared to the retention samples. When visually inspecting the sample stopper, it appears to have been punctured and some dark residue is dried in the well of the stopper. Additionally, 40 retention samples from bd inventory were evaluated by visual examination and the issue of incorrect additive quantity was not observed as there were no issues with additive levels, all tubes were similar. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode for incorrect (excessive) additive quantity based on the sample provided although it appeared that the sample stopper had been punctured. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
The lot number, batch creation date and batch expiration date have been provided. The following fields have been updated: d.2. Medical device lot#: 0309104. D.4. Medical device expiration date: 2021-10-31. H.4. Device manufacture date: 2020-11-04.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was incorrect additive. The following information was provided by the initial reporter. The customer stated: "the additive volume was different from the usual in one tube. The additive quantity is more excessive."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was incorrect additive. The following information was provided by the initial reporter. The customer stated: "the additive volume was different from the usual in one tube. The additive quantity is more excessive."